Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a defective lens was noted. The lens came out of the injector broken. There was contact with the patient. Additional information was received from the initial reporter, who reported that there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No damage was observed to the lens. The device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger was oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic was dried in the device. No damage or abnormalities observed. Iol returned adhered to the device. Solution is dried on the lens. No damage observed. The product investigation could not identify the root cause for the reported complaint "defective lens, came out of the injector broken". The lens and haptic position for advancement cannot be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).